Manufacturer narrative:
The manufacturing location for this product is high tech laboratories (htl). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the( B)(4) FDA registration number has been used for the manufacture report number. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use on a patient, the bd microtainer® contact-activated lancet did not retract resulting in a dirty needle stick injury to the nurse. At the time of this report, there was no report of medical interventions.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for needle non-retraction with the incident lot was observed. Additionally, retention samples were selected from inventory for testing and upon completion, the customer's indicated failure mode for non-retraction was not observed as all retention samples met the required specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for needle non-retraction with the incident lot was observed. Additionally, testing of the retain samples was conducted and no retraction issues were observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to an assembly manufacturing issue. As a result, the manufacturer is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.